Event description:
During a low anterior resection procedure, the instrument was difficult to close. The surgeon completed the procedure with another device.

Manufacturer narrative:
12/05/96 - supplemental report #1 submitted to FDA. Additional data entered in d9, e1 and f5. Device evaluation indicated and codes entered in h3 and h6.